Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported "constant downstream occlusion" alarm. The alarm was caused by the downstream sensor readings being out of specification (high). The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant downstream alarm. It was also reported that there was no patient injury.